Event description:
Product: floor lift, great circle USA, series #1511/2409 purchase date: [insert date] event description: I purchased a great circle floor lift (series #1511/2409) from superhandy via amazon because it had very positive reviews. However, the product support is nonexistent. The device failed during the very first emergency use on (B)(6) 2025 when my husband, who has serious mobility issues, needed it. I attempted to contact the manufacturer at their listed support email (help@greatcircleus.com) and via phone but received no response whatsoever. I also reached out to superhandy, the third-party seller, and completed the necessary forms to initiate the warranty process. They have not responded either. This floor lift was expensive, is still under warranty, and was purchased to ensure my husband's safety. The lack of response from both the manufacturer and the seller is unacceptable and has placed my husband at serious risk. Outcome: the lift remains nonfunctional, leaving my husband without a safe means of support during falls or transfers. Request: I am reporting this as a potential safety hazard due to device failure and the manufacturer's and seller's negligence. I ask that the food drug administration (FDA) investigate this product's safety and reliability.